Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6295394 or #6295023. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a clear liquid was found on the middle of a 24g x 0.75in (0.7 x 19 mm) bd insyte ¿ IV catheter vialon-e winged before use. No injury or medical intervention.